Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the test failure and adjust belt messages was isolated to the disconnected c19 and c20 capacitors. The root cause for disconnected capacitors was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the patient experienced check belt messages.